Event description:
On 8/12/99, advanced bionics received notification that the pt underwent revision surgery due to infection in 1999. The child was seen at the center in 8/99 and discovered that the infection had developed at the implant site again. The device was explanted in 1999.